Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of air in line alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be the ultrasonic sensor values were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air tube detector. There was no patient injury or medical intervention associated with this event. No additional information is available.